Manufacturer narrative:
(B)(4) initial report. Post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history and the explanted devices has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records have been identified. These will be reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision after approximately 1 month due to infection.

Manufacturer narrative:
Per (B)(4) final report. Post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history and the return of the explanted devices was requested in order to progress with the investigation of this event, however, not all was available and thus the investigation was limited. Infection is a known complication with any hip surgery. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. It was found that all finished parts associated with these records were manufactured, packaged and sterilised in accordance with the correct specifications. Therefore, corin now considers this case closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not contribute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity / metafix revision after approximately 1 month due to infection.